Event description:
On 12/08/2022, it was reported by a sales representative via sems that a ar-9239ag inferior drill, and a ar-9231-vl-01 drill guide didn't hold up under the torque it received, and both devices broke. This occurred during a case, another tray was used to complete the case. There was no patient effect reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/08/2022, it was reported by a sales representative via sems that a ar-9239ag inferior drill, and a ar-9231-vl-01 drill guide didn't hold up under the torque it received, and both devices broke. This occurred during a case, another tray was used to complete the case. There was no patient effect reported. Additional information provided on 12/13/2022, it was reported that this event occurred on 12/06/2022 during a total shoulder case. All metal shavings were retrieved.

Manufacturer narrative:
Complaint is confirmed. Upon visual evaluation, it was noted that the drill flutes are damaged with abrasion marks and nicks, around the outside diameter of the device was observed strong abrasion marks. The spring coil is missing. The most likely cause is that the drill was activated when it went in/out through the drill guide. The cause remains misuse.